Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii cuff stent graft system was implanted in a patient for the endovascular treatment of a type ia endoleak. The endoleak was noted after misplacement of a non-medtronic stent graft while treating a 71 mm abdominal aortic aneurysm. It was reported that, during implantation, the physician first released the suprarenal stent and then deployed the stent graft. It was reported that, during tip recapturing, the physician did not realize that the suprarenal stent and anchoring pins were stuck on the sheath of the delivery system therefore he continued with retraction of the delivery system and when the delivery system was out of the patient it was noted that the suprarenal stent was stuck on the delivery system. The rest of the stent graft was implanted in the desired position infrarenal and the endoleak was resolved. The physician stated that the cause of the event was user error. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received on this case reported that it was noted that the procedure was performed against IFU recommendations by releasing the proximal suprarenal stents prior to deployment of the stent graft. It was stated that it could not be confirmed that all 5 apices were released during deployment due to the presence of the previously installed stent graft. The physician noted that all 5 of the apices of the suprarenal stent were caught on the delivery system while retracting and that they were removed as one long piece of wire. X-ray performed after their removal didn't show any wire/suprarenal stent left in the patient. It was noted that the patient had an angulated aortic neck with a 19-21mm diameter. No other clinical sequelae were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Off-label, unapproved or contraindicated use angulated neck films review summary: the exact cause of the suprarenal stent detachment occurring during the implant of the aortic cuff could not be determined from the films provided. Pre-implant CT¿s revealed that the patient had a 73mm max diameter infrarenal aaa. Poor CT resolution (5mm slice thickness) made for a difficult film assessment and measurements were estimated. The neck diameter just below the lowest left renal artery measured ~17mm, and 10mm lower was 18mm. The neck contained some thrombus with no appreciable calcification, and was severely angulated. The infrarenal neck angulation measured ~75deg a-p x 70 deg rt-lt, and the suprarenal neck angulation measured ~45deg p-a x 65deg lt-rt. The aaa sac contained irregular-shaped thrombus, and the distal aorta was small (11 x 15mm) and ringed with calcification. Complete images during implant of both the cook bifurcate and endurant aortic cuff were not available for review. A single still final angiogram during implant was returned; however, a complete interpretation of the film was unable to be performed. The film resolution and contrast was very poor with high reflectance, no scale was seen on the image and no measurements could be taken. The image revealed that the aaa had been bypassed by an aui which had been implanted down into the right iliac artery. However, other than the occluder seen within the left iliac and a delivery system guidewire or catheter placed up the right side and ex tending into the descending thoracic aorta, none of the implanted stent grafts were visible and no other metallic objects (including the detached suprarenal stent) could be seen in the image. From the limited clinical information and single film provided, it appears most likely that this event was user related and occurred during deployment of the suprarenal stents, tip recapture, or during removal of the delivery system. It is possible that stent graft oversizing by implanting the 25mm cuff within the small <(><<)>(><(>&<)><(><<)>)> angulated neck, as well as an unknown interaction with another manufacturer¿s bifurcate, may have also contributed to the event. The delivery system and the detached suprarenal stent were not returned; thereby, limiting the extent of the analysis. If information is provided in the future, a supplemental report will be issued.